Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box showed no activity related to the complaint. The pump was able to be downloaded, and maintained all settings after the download. The reported issue was not able to be verified or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas stating that the user¿s pump was uploaded for the first time on a home computer and all the settings in the pump were ¿wiped out¿. The user was then placed on the former pump for concern of safety of the current pump. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.